Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass low drain volume alarm. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 00:30:13. During night drain cycle two, the patient's ultrafiltration reading was 1271ml, indicating the home patient (hp) drained 1271ml more than their maximum programmed fill volume of 2000ml. No additional information is available.